Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the controller showed screen 59 settings not available. Out of regulation (oor) was showing on the clinician pr ogrammer tablet when a newly implanted implantable neurostimulator (ins) was programmed. Impedance testing showed only electrode 3 had >40000 ohm values. Electrode 3 was used in the current programming. After the manufacturer representative removed electrode 3 from programming, the issue resolved.